Manufacturer narrative:
Clinical investigation: a temporal relationship exists between the pd therapy with the liberty select cycler/ liberty cycler set and the patient¿s peritonitis. However, there is no objective evidence that a liberty select cycler/liberty cycler set malfunction or product deficiency was associated with this event. Based on the available information, the patient¿s peritonitis can be reasonable attributed to touch contamination, as reported by the pd nurse. Touch contamination is not uncommon during a pd exchange and is a well-documented risk factor for peritonitis infection in pd patients. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient was diagnosed with peritonitis. Initially the patient reported receiving antibiotics for unspecified reasons. During a follow-up call the patient¿s pd nurse reported that the patient was seen in the outpatient pd clinic on (B)(6) 2020 and a pd effluent culture was obtained. The patient¿s pd culture yielded an elevated white blood cell (wbc) count (result unknown) and the patient was diagnosed with peritonitis. Reportedly, the patient was treated with intra-peritoneal (ip) vancomycin 2 grams and ceftazidime 1-gram x 2 doses and the patient is recovering from the event. The nurse reported the peritonitis was not related to any issues with fresenius device/product. Additionally, the nurse confirmed the patient did not experience any fluid leaks. Per the nurse, the patient¿s peritonitis was caused by touch contamination.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the lots of products shipped to the patient for the three (3) month time frame prior to the event occurrence date. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.